Event description:
As reported, during preparation, a slit was noted in the vaxcel pasv PICC tubing below the suture wing. The device will be returned for eval. No complications to the pt were reported.

Manufacturer narrative:
Although it has been reported that the used device will be returned for eval, it has not yet arrived. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).